Event description:
An overheated and short circuit accomp pcb j1 connector was encountered during pal evaluation of the device. There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: the homechoice return instrument test/evaluation (rite) functional test failed, but rite electrical safety analyzer test passed. Assignable cause determined to be high resistance contact between accomp pin termination j1 and the power harness connector. Baxter will continue to monitor similar reports to determine if further actions are required.